Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the patient pacemaker was in back up operation. No intervention was reported. No patient consequences reported.